Event description:
Reported as "leakage". Further clarified as "problem of lack of pressure resistance of the band. Leak at chamber visualized by radiologist. Implantable chamber removed (changed) in a procedure today."